Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received pump error 23 (post-reset ram crc alarm) and a low battery issue, with the pump unexpectedly restarting. The blood glucose value at the time of the event was 27 mmol/l. The event involved product(s) mmt-1711k. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1711k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump monitored without the test energizer battery inside the batterycompartment and reinserts it back into the battery compartment for lessthan 10 minutes and no unexpected pump error 23 alarm noted. Pump passedthe self test, active current measurement, rewind test, prime/seatingtest, basic occlusion test, occlusion test, force sensor test anddisplacement test. However, pump received with a high sleep currentmeasurement. Problem isolated to the pcb 2.pump received with scratched case, pillowing keypad overlay, keypadoverlay texture damage and minor scratched lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.